Event description:
Additional information was received on 10/29/2025: this incident occurred during an ac joint repair procedure on (B)(6) 2025. The issue was identified when the suture was shuttled through the bone tunnel. The case was delayed about five minutes, and no additional anesthesia was administered. No adverse effects were reported.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. This cause is considered misuse, attributed to prying or leveraging the device with excessive force during suture shuttling through the bone.

Event description:
On 10/24/2025, a sales representative reported via email that an ar-2371bl knotless ac tightrope repair system exhibited an uneven knotless mechanism, resulting in improper limb deployment around the button. As a result, the ac joint could not be properly reduced. The product was removed, and a new ar-2371bl knotless ac tightrope repair system device was implanted. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 10/29/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.